Event description:
The device was used during a total gastrectomy. Reportedly, the anvil did not tilt. The surgeon resected the tissue at the application site and applied a second anastomosis to complete the procedure. The hospital has reported the patient's condition is satisfactory.